Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection surgery, the device did not fire. They used another stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during pmv testing. The instrument was received with the pushers advanced and the handle locked. Functionally, the instrument staple pushers were reset. The jaw properly clamped and unclamped when the approximating lever was operated. The instrument functioned with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.